Event description:
The customer reported that the system intermittently displayed generator error messages. The system will likely shut down when this occurs. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were replaced. The system was then found to be operating as intended.